Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of dissection is listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation determined the reported damage, patient effect and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, after the second proglide device was deployed, resistance was felt during proglide device removal. When the device was removed the suture of the first proglide device was caught on the foot of the second proglide device. A small dissection occurred at the access site. The sheath was upsized to 14 f and the tavr procedure was completed. The suture of the second proglide device and the suture of another proglide device were used to achieve hemostasis and treat the dissection. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.